Event description:
It was reported that the patient experienced sepsis post implant of a Right Ventricular (RV) lead. It was also reported that RV lead subsequently exhibited fracture and noise. The patient reported symptoms of dizziness, flutter and hiccups at the time the lead was diagnosed as fractured. The RV lead was explanted and replaced. The Implantable Pulse Generator (IPG) implanted at the time of alleged sepsis was subsequently explanted and replaced. The Right Atrial (RA) lead implanted at the time of the alleged sepsis remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: A2DR01 IPG; Implant Date (b)(6) 2017 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.